Manufacturer narrative:
Reference ID: (B)(4). Investigation in-progress.

Event description:
It was reported that the ambient experience (ae)covers were loose. The device was not in clinical use and there was no harm to patient or user. Additional information received that the cover of the ambient experience projector fell.

Manufacturer narrative:
Reference: (B)(4). As per the confirmation received from field service, this product does not belong to dxr modality. The fse confirmed that this malfunction happened on ambient experience system and the installed product ID for this system is (B)(4). Initial emdr was reported on incorrect product (digitaldiagnost c90 highperformance). Product details have been corrected to ambient experience. Philips ambient experience is an integrated environmental design solution that enhances patient comfort and workflow efficiency inside MRI suites. It combines dynamic lighting, projected visuals, and sound to create a calming, patient-controlled atmosphere before, during, and after MRI scans. Ambient experience is not considered a medical device; hence this product malfunction is not reportable to FDA. Product name: ambient experience. Product code: 888121. Business unit: hts-healthcare transformation services . Serial number: (B)(6).